Manufacturer narrative:
Additional PMA/510(k): k931995. The device was returned to olympus. During their inspection, the service department confirmed the reported damage. It is likely that the reported damage was most probably induced by thermo-mechanical fatigue. Additionally, the service department finds the yellow o-ring to be broken. This is probably due to a leak from the sheath. The most likely causes are: thermo-mechanical fatigue, wear and tear, improper handling (impact, shock). A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a resection sheath had a broken ceramic tip. The issue was found during estimation of the device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable event.